Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead had came off. The boston scientific technical services (ts) suspected that the lead had dislodged. The ra lead remains in service. No adverse patient effects were reported.